Event description:
It was reported that "implanted was removed for revision of acetabular shell due to aseptic loosening".

Manufacturer narrative:
Device not returned due to prior agreement between the dr. And stryker. No eval will be performed. If device becomes available with add'l info, a supplemental report will be issued.